Manufacturer narrative:
Batch review performed on july 31, 2015: lot 147471: (B)(4) items manufactured and released on december 15, 2014. No anomalies found related to the event. To date, (B)(4) items of the lot have been already sold without any similar reported issue. Lot 140345: (B)(4) items manufactured and released on april 14, 2014. No anomalies found related to the event. To date, (B)(4) items of the lot have been already sold without any similar reported issue. On (B)(4) 2015, we were informed that on (B)(6) 2015, the pt went to the surgeon for a medical examination and the insert and screw appear normal and there is no subsidence or loosening. The surgeon was not able to dislocate the knee as he did on the last exam. The knee was pretty stable in full extension and mid flexion. There was some clunking as the femur would move forward into the anterior lip of the insert. At this time, revision surgery will be postponed to see if the joint becomes more stable over time.

Manufacturer narrative:
On 12 october 2015 it was prepared a final report with the information already submitted in the intial report. On the same day it was sent to the initial reporter and the case was closed.

Event description:
(B)(4).